Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor for 14 days in (B)(6) 2018. Customer further reported experiencing symptoms described as redness and infection, and having contact with a healthcare professional who prescribed fucidin (fusidic acid, an antibiotic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed, and no issues were observed. The adhesive was returned and intact. The extended investigation has also been performed on the reported complaint and determined that there was no indication that the product did not meet specification. DHR's (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found and showed all processes were effective. No malfunction or product deficiency was identified. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor for 14 days in (B)(6) 2018. Customer further reported experiencing symptoms described as redness and infection, and having contact with a healthcare professional who prescribed fucidin (fusidic acid, an antibiotic) for treatment. There was no report of death or permanent injury associated with this event.